Manufacturer narrative:
Catalog number: the reporter indicated that the event occurred either with product code uc8519 or 2h8519. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink continu-flo solution set experienced an underinfusion. The set was being used with a baxter infusion pump. The patient was receiving a bolus of IV fluids that was expected to last an hour. At the end of the expected hour of therapy, 200ml of solution remained in the 1000ml bag. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Product code: 2h8519 was not received for evaluation. One sample of product code: uc8519, lot number: gr331561 was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing (clear pass and leak test) was performed with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.